Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed and monitored for two days and no blank display noted. However, the formatted history file had low battery alarm and power system error alarm; the power management graph had abnormal behavior. After disconnecting and reconnecting the internal battery connector at the j6 on the printed circuit board assembly the insulin pump was monitored and functioned properly. The power management graph was now normal and no unexpected low battery alarm or power system error alarm noted during our testing. The insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump lost power without warning several times per day. Customer also reported receiving power errors. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.